Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis could not confirm lead impedance anomaly. Normal lead impedances were measured. The implant and outer coil was damaged at 16.2 cm from the connector pin.

Event description:
It was reported that a lead sustained clavicle crush leading to lead impedance anomalies. The lead was removed and replaced.